Manufacturer narrative:
A sample was received to perform an investigation. The returned units were visually inspected at 12 to 16 inches under normal conditions of illumination. No visually discrepancies were detected. Functional testing: functional testing was performed using an accuracy test and the sample passed the test. A device history record (DHR) review could not be performed as the lot number was unknown. No root cause could be determined as the complaint could not be confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, under infusion was noted. No adverse effects were reported.